Event description:
The patient reported the medication cup to air nozzle blows out, but when she puts top part on it doesn't come through and the ohtuvayre is foaming up in the cup. Date of malfunction unknown. Unknown if patient missed a dose. Unknown if patient experienced an adverse event. Unknown if defective device is on hand for return. Unknown if md is aware. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.